Manufacturer narrative:
Follow-up information obtained from the reporter confirmed there was no patient injury. Investigation results: per the log review, the reported complaint was confirmed for the pump being unresponsive. The reported event could not be duplicated. Review of the log displayed there was a system error 75 on (B)(6) 2013 at 7:24:54am. The pump turned off and was powered back on. At 7:24:59am there was a system error 123 and 63 indicating the battery had been removed. Volumetric testing: duplicated customer run of 7.5ml/hr with a volume of 206.8ml. Used the customers bag and tubing and ran the pump for 24 hours with active wireless. Testing did not result in any errors or issues. The cause of the event is unknown. Performed preventative maintenance service.

Event description:
The pump became unresponsive and froze. This pump was attached to the patient when it became unresponsive and froze. Neosynephrine was being infused at a unknown rate. Patient experienced a decrease in blood pressure, but asymptomatic. Incident date: (B)(6)2013. No patient treatment. Delay in treatment. Swapped pumps.